Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery longevity estimation provided by the programmer did not match the analyzed projected longevity model. As a result of the longevity estimate provided by the programmer, the physician decided to explant the device. The programmer remains in use. No patient complications have been reported as a result of this event.